Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm should provide a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. This type of event has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient called the clinic to report that he had experienced multiple battery switching events and occasional loss of power to the controller. The patient was able to perform a controller exchange without symptoms. During the phone discussion with the vad coordinator, the patient reported that both power ports of his controller were loose within the controller housing. The patient scheduled for an upcoming visit to the clinic on (B)(6), at which time the controller log files will be downloaded and sent and the controller shipped for evaluation. A new backup controller has been shipped to the patient.

Manufacturer narrative:
Additional information received indicated that the patient was asymptomatic with the pump stops. The user did not apply excessive force when trying to connect. The controller had not been dropped. Correction: upcoming visit to the clinic was scheduled for (B)(6) 2016. The reported events of power switching, occasional loss of power, and loose power ports were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. (B)(4) had not received an smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed three (3) critical battery alarms. The first occurred on (B)(6) 2016 at 08:26:58 and terminated at 08:27:10. The second occurred on (B)(6) 2016 at 09:38:48 and terminated at 09:38:53. The final alarm occurred on (B)(6) 2016 at 13:18:02 and terminated at 13:18:09. These critical battery alarms are most likely due to communication anomalies between battery and controller. Lastly, log file analysis revealed multiple controller power-up events spanning from (B)(6) 2016. These controller power-up events are most likely due to double disconnects of batteries from the controller. Analysis revealed that the device failed visual inspection due to loose connectors and displaced o-ring gaskets on power ports one (1) and two (2) of the controller. The most likely root cause of the power switching events and critical battery alarms can be attributed to a communication error between the controller and the batteries. The most likely root cause of the loss of power events can be attributed to double disconnects of batteries from the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.